Manufacturer narrative:
Section d4 gtin/di of the initial medwatch report was blank. Section d4 gtin/di of the initial medwatch report should indicate: 00883873879290 section e1 initial reporter email of the initial medwatch report was blank. Section e1 initial reporter email of the initial medwatch report should indicate: (B)(6).

Event description:
A third-party service agent contacted stryker to report that their customer's device would not complete its initial startup operation. The device's screen flashed when powered on and immediately lost power. As a result, defibrillation therapy would not be available.there was no patient use associated with the reported event.

Event description:
A third-party service agent contacted stryker to report that their customer's device would not complete its initial startup operation. The device's screen flashed when powered on and immediately lost power. As a result, defibrillation therapy would not be available. There was no patient use associated with the reported event.

Manufacturer narrative:
H6: the third-party service agent replaced the system pcb assembly and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. H3 other text : device not evaluated by manufacturer.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted stryker to report that their customer's device would not complete its initial startup operation. The device's screen flashed when powered on and immediately lost power. As a result, defibrillation therapy would not be available. There was no patient use associated with the reported event.